Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: nbi not working, lamp malfunction/lamp not lighting, deterioration of mesh turret (without rotation) front panel blinking/mesh turret failure, and light guide connector worn out. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted service request on a visera pro xenon light source because the lamp was not lighting up. In addition, the device was exhibiting narrow band imaging (nbi) issues. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is estimated that the indicated phenomenon of ¿not lighting (up)¿ was caused by the deterioration of the filter turret, but it has not been specified what caused the filter turret to deteriorate. Other inspection findings were as follows: nbi abnormality; mesh turret deterioration (without rotation) front panel flashing; l/g connector wear (sticking). Olympus will continue to monitor field performance for this device.